Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. In the surgeon's comments, the device was referred to as being six years old. The directions for use warns: "removal of supplemental fixation after healing: if the supplemental fixation is not removed following the completion of its intended use, any of the following complications may occur: corrosion, with localized tissue reaction or pain; migration of implant position resulting in injury; risk of additional injury from post-operative trauma; bending, loosening, and/or breakage, which could make removal impractical or difficult; pain, discomfort, or abnormal sensations due to the presence of the device; possible increased risk of infection; and bone loss due to stress shielding. The surgeon should carefully weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate post-operative management to avoid re-fracture." The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was originally reported that the patient was implanted with a 2.0 arthrex screw and base plate. There was an unknown problem with the screws, causing pain and device needed to come out. Follow-up investigation: an attempt at a revision took place (B)(6) 2015 but per surgeon "the screwdriver was not tight and slipped, and screws were not able to be removed." A second attempt to remove the device was scheduled for (B)(6) 2015. The rep was provided all of the screwdrivers the surgeon would need to remove this type of an arthrex screw. On (B)(6) 2015, a second attempt to remove the 2.3 non-cannulated screw was unsuccessful because the head of the screwdriver was not tight enough with a 6 year old titanium screw and he did not want to strip it. At this time, there has been no further information provided related to the incident.